Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was admitted to the emergency department, his ICD was checked and found to be "fine." He died later that day and the nurse stated the device was not shocking his heart like it was supposed to. The cause of death has been requested and not received. Follow up with the clinic reported the patient had been admitted to the coronary care unit of the hospital in 2009 with acute coronary syndrome, coronary artery disease, pulmonary edema, congestive heart failure, volume overload, and a history of aortic stenosis. The physician had no concern of any device malfunction and no allegation of any device or lead problems. The cause of death was requested and not received.